Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device communicated properly with the guardian link and test plug. Device entered into auto mode properly. No over or under delivery anomaly noted during testing. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. Device left at insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they low blood glucose on (B)(6) 2017 with blood glucose of 47 to 50 mg/dl at the time of the incident. The customer ate a snack to treat. The customer was wearing the insulin pump during the incident. The customer states that the pump continues to deliver insulin via boluses even as her blood glucose runs low. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.